Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level reached 240 mg/dl. During troubleshooting with tandem technical support, customer reported the pump time was inaccurate. Customer was unsure of how the time became inaccurate, or of the pump time was initially set wrong. At the time of the report, customer's blood glucose level was 198 mg/dl.